Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0.) No parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that t he navigation was highly inaccurate. The registration was within accuracy targets (<(><<)>2 millimeters (mm)) but navigation was "way off" (sometimes 7-10 mm inaccurate) based on the projection off the pointer when touching a bony landmark. The manufacturer representative said this issue happened "every single case" on this system. It was reported the site uses this system predominantly for electromagnetic (em) cranial procedures and uses a side emitter, em tracer pointer, and trace registration. Site is using magnetic resonance imaging (MRI) for patient images. Site also uses a microscope during cases. It was reported that the issue has been reported multiple times in the past 6 months. Technical services (ts) suspected some combination of metal interference, image quality/modality, or another workflow oversight that may be contributing to the issue. There was no impact to patient's outcome and there was no surgical delay time.

Event description:
Additional information: reported delay was less than 10 minutes.

Manufacturer narrative:
H3) it was reported that the issue was resolved after part replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) software data was received and analysis did not confirm the reported event. The archives were reviewed. They consisted of two mr scans with 176 slices each. The 3d model obtained by the system captured the ear pressed with the headframe. Archives did not capture the plan data, however, one registration with a 2.1 millimeter (mm) accuracy metric was recorded. The site collected a total of five touch points: four on the eyelids and one on the nose. It was recommended to collect points on the bony structure for better accuracy. Additionally, the site collected very few trace points, with many points below the skin. To improve accuracy, more points should be collected from the tip of the nose to the planned entry location to get a good zone of accuracy. Also, it was suggested to use a lighter touch while collecting trace points for better accuracy. However, archives did not provide the root cause of the reported inaccuracy. It was suspected that the trace pattern was the cause of the reported inaccuracy but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported code, d15 is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.